Manufacturer narrative:
This is a definitive report. Seikagaku corporation is also submitting this report on behalf of zimmer, inc as the importer with authorization by the exemption number e2011015.

Event description:
(B)(6) 2015 - a (B)(6) year-old male patient had injection of gel-one into his knee for osteoarthritis. He contracted infection which caused him to sustain serious and permanent injuries to his person, health, strength and activity. 2014-unk - he suffered injuries and damages to his knee to the point that multiple surgeries and hospitalization were required to treat the injuries and he suffered great physical pain and suffering. 2014-unk - he had insertion and maintenance of a catheter for delivery of antibiotics. 2014-unk - he had residual scarring. 2014-unk - he had swelling of his knee. 2014-unk - he has sustained injury to his health, strength, and activity, all of which injuries have caused and continue to cause him great mental, physical and nervous pain and suffering. He is informed and believes that such injuries will result in some permanent disability to him. He has sustained general damage. 2014-unk - he has incurred and will continue to incur medical, hospital and related expenses, all to his special damage. (B)(6) 2014 - he was prevented from attending to his usual occupation, either wholly or partially, from (B)(6) 2014, and will continue to be prevented from so attending to such occupation as required for future medical treatments, all to his further damage. (B)(6) 2015 - he had permanent pain in his knee resulting in limitation in range of motion and use. He had potential knee replacement.